Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in at the time of the event. A siemens headquarters support center (hsc) evaluated the event. Hsc found several occurrences of integrated multisensor technology (imt) module : imt bubble errors, aliquot probe : clog detected, in the instrument health report. Hsc found clog detected errors on the day of the event. Hsc stated this method has not been validated for manual dilution of ammonia samples with results that fall below the assay range (<10 umol/l). For samples that recover below assay range dilution with samples of known ammonia concentrations is also not advised. Operator's guide recommend customers refer to the method specific IFU for manual dilution information. The cause of the discordant, falsely depressed ammonia result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed ammonia result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same dimension vista instrument with a 1:2 dilution, resulting higher. The customer repeated the same sample on the same dimension vista instrument straight, resulting similarly to the initial result. The customer repeated the same sample on the same dimension vista instrument, with dilution (1:2), resulting higher. The customer reported the first repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ammonia.